Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "red blood cells remain on the surface after centrifugation."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "red blood cells remain on the surface after centrifugation."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and photos provided. A corrective and preventive action was created to address the issue.